Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was found to be programmed off at the patient's last follow up. It was reported that the the device had been deactivated with a magnet two months ago. The patient believed he had a medical procedure on that day. A guidant technical services consultant discussed magnet application, and suggested programming "change tachy mode with magnet" to off. A guidant sales representative confirmed that the patient underwent a colonoscopy on that day and that his device was deactivated with a magnet for the procedure.